Manufacturer narrative:
Results: the indigo system cat rx (catrx) was kinked along its length. The guidewire lumen had a tear approximately 1.0 cm from its distal tip. Conclusions: evaluation of the returned catrx revealed a hole on the distal end of the guidewire lumen. This damage is likely a result of forcefully advancing the proximal end of the guidewire at extreme angles through the lumen. If this guidewire was sitting outside of the guidewire lumen upon advancement of the catrx into a guide catheter, resistance will likely result. Further evaluation revealed multiple kinks along the length of the device. These kinks were likely incidental and likely occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system cat rx kit (kit). During the procedure, the physician was unable to advance the indigo system cat rx (catrx) over a guidewire and within a non-penumbra sheath, and therefore the catrx and guidewire was removed. The procedure was completed using the same catrx, the same sheath, and a new .014 guidewire. There was no report of an adverse effect to the patient.